Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse inspected the system and found no issues. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that the instrument installed in universal surgical manipulator (usm) 1 was not moving normally. The intuitive tech support engineer (tse) recommended reseating the sterile adapter, but there was no change. The tse recommended replacing the drape, but the staff did not want to replace the drape at the time. The procedure was completed with no reported injury.